Event description:
It was reported that a mitral bioprosthetic valve was explanted after an implant duration of approximately 4 years, due to high gradient and symptoms of severe stenosis. The operative report received confirmed mitral stenosis. The patient had their valve explanted, replaced with another edwards bioprosthesis, and left the ICU in stable condition.

Manufacturer narrative:
No sample was received for evaluation as it was discarded by the hospital; therefore, the reported event could not be conclusively confirmed or evaluated. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. The etiology of the reported stenosis cannot be determined without device evaluation. However, it is likely that this patient's condition and medical history may have caused or contributed to the failure of this valve, in addition to intrinsic properties of the valve itself. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to the event.